Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' A certain® titanium large hexed screw (iunihg) was returned for investigation, see attached image a1 in the complaint. Visual inspection of the as returned product identified worn markings due to usage and a fracture at the treads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint. The reported device location is 36 and the usage of length is approximately 1 year. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f ¿ october 2019 information identified: 'warnings' 'precautions' 'potential adverse events'. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number (1226760). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1226760) for similar event and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the screw was removed due to its fracture. Additional procedure was required to remove the bottom fractured part from the implant. It was removed and replaced by a new screw. Patient had pain as a consequence of the event.